Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that an event occurred during a mandibular osteotomy. The distractor did not fully advance on one side of the mandible and the surgeon felt the distractor was not holding its position. The distractor distracted appropriately but would go backwards and would not advance. The surgeon performed a revision surgery on a later unknown date to re-osteotomize the mandible and begin distracting again. This is report 4 of 5 for complaint (B)(4).